Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to a CPAP device's sound abatement foam. Additional information was received that the patient is also alleging cancer while using the device. Patient also alleged visualization of particles in the device. The device has been returned to the manufacturer, however the device has not yet been evaluated. The contact information has also changed. Please see sections d9, h3, g1 and h6 for this updated information. The previous report was also filed as a follow up/final, however, the manufacturer's investigation is now ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section b5 should be previously reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black particles related to a CPAP device's sound abatement foam. Patient was alleging while shutting down the machine it affects her brain and breathing down and caused patient to develop pneumonia and a spot on their lung. It was also alleged that the patient has cancer while using the device. There is no report of the medical intervention that the patient has received at this time. Additional information was received and added to the report. The device was returned to the manufacturer's product investigation laboratory on ((B)(6) 2023) for further evaluation. The device was evaluated on ((B)(6) 2023). The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. Evidence of sound abatement foam degradation was observed. It was confirmed that the positive deposit of foam particulate on fit tool. Secondary findings shows that evidence of liquid ingress. The manufacturer concludes that they could confirm that there was evidence of sound abatement foam degradation was observed and secondary findings shows that evidence of liquid ingress.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section b5 should be previously reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black particles related to a CPAP device's sound abatement foam. Patient was alleging while shuting down the machine it affects her brain and breathing down and caused patient to develop pneumonia and a spot on their lung. It was also alleged that the patient has cancer while using the device. There is no report of the medical intervention that the patient has received at this time. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There was one error (err_psens_unable_t o_obtain_bus) found. Evidence of sound abatement foam degradation was observed. It was confirmed that the positive deposit of foam particulate on fit tool. Secondary findings shows that evidence of liquid ingress. The manufacturer concludes that they could confirm that there was evidence of sound abatement foam degradation was observed and secondary findings shows that evidence of liquid ingress. Section h6 was captured incorrectly and section h10 did not capture any errors in previous follow up report, now it has been corrected and updated in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop pneumonia and a spot on their lung. There is no report of the medical intervention that the patient has received at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.